Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, the stent was unable to cross the lesion and was reported to have stent damage. It is reported that the physician was treating a 90% stenosed calcified, severely tortuous mid rca (right coronary artery) lesion. The physician first treated a distal rca lesion with a taxus express2 3.00x32mm drug eluting stent (des) with no reported "problems." The physician then attempted to advance a taxus express2 3.50x12mm des to the mid rca lesion without success. The physician then removed the stent delivery system from the pt and it was noted after removal from the pt that there was stent damage. The procedure was completed with a different device. There were no reported pt complications or injuries. The pt's condition was reported as "good."